Manufacturer narrative:
(B)(4). A batch review will be performed. If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had an occurrence of no flow. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was manufactured between october 6, 2012 - october 8, 2012. The device was not received; therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.